Event description:
Patient was revised to address knee pain. Poly wear noted intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported pain and polyethylene wear; however, polyethylene wear after approximately 14-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated.